Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that occlusion alarms occurred. The customer continued to use the pump for insulin therapy. There was not reported adverse impact to the customer's blood glucose level.